Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Customer reported having a patient that swallowed an sb3 capsule on (B)(6) 2016. The capsule remained in the stomach for the entire 8 hours of the video, no confirmation that the capsule had passed. Physician stated that the patient had slow motility. There is no sign of obstructions or history of any surgeries. X-ray is planned to confirm if capsule is still retained in the body.